Manufacturer narrative:
Results - evaluation of the returned unit found battery leakage residue on the flat contacts. The battery leakage caused the aqualert water indicator to show moisture exposure. The nurse call light turns off intermittently while weight is off the pad and when the cable is wiggled. The nurse cable connects securely and is not loose. Unit passes all other functional tests. Note: instructions for use state: remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion, such as white powder residue. (B)(4).

Event description:
Customer reported that the alarm sounds intermittently. There is a loose connection when the rj11 clip is connected. No visible damage to the outside of the alarm was reported. There was no pt incident or injury reported and the customer did not provide a date when this occurred.